Event description:
Customer reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided information to reset pump and assisted customer who successfully reset malfunction; customer advised to contact support if issue recurs.